Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device reached eri and began pacing at a rate lower than programmed. The patient experienced shortness of breath and fatigue. The device was explanted. The patient condition is stable.

Manufacturer narrative:
Complaint of pacing issue was not confirmed. Device was received in backup mode. Device image analysis shows that backup mode occurred after device was explanted due to transient nmi which is consistent with exposure to low temperatures. The original battery had depleted to eol levels due to normal usage. Analysis performed after installing new battery and did not find any anomalies. Further analysis of the device header did not find any issues that would be related to the field complaint. Assessment of total projected longevity was performed and was considered normal battery depletion.